Event description:
It was reported that the patient underwent a pelvic floor repair procedure for pelvic organ prolapse on an unknown date. The patient experienced pain, tissue abrasion, and erosion and had to undergo additional revisionary procedures. No additional information was provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.